Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm and experiencing high blood glucose readings of 536 mg/dl. Customer stated that they took a bolus of sixteen units and the blood glucose readings decreased to 416 mg/dl and then increased to 427 mg/dl again. Troubleshooting was not performed as the customer will be calling back. No further information reported.